Event description:
A malfunction was reported on the pump by the customer. No specific information regarding the impact on the customer's blood glucose level was provided. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any further issues arise.